Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) 2012: upon review this was not a reportable complaint and MDR 2183613000201100442 is being redacted.

Event description:
It was reported by the patient that the remote monitor does not dial out. The remote monitor is being replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.